Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that 6 days after intra-aortic balloon (iab) insertion a balloon rupture occurred and a "gas gain" alarm was generated. A new iab was inserted to continue therapy. The insertion site was an off-label site through the subclavian entry point. There was no reported injury to the patient.

Event description:
It was reported that 6 days after intra-aortic balloon (iab) insertion a balloon rupture occurred and a "gas gain" alarm was generated. A new iab was inserted to continue therapy. The insertion site was an off-label site through the subclavian entry point. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The extender tubing was also returned. Two kinks were found on the catheter. One located 63.5cm from iab tip and the other 76.2cm from iab tip. A visual examination of the product detected the inner lumen and optical fiber within the catheter tubing were completely separated within the kink located 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no additional leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4); record ID (B)(4).